Event description:
The perfusion technician reported that during routine testing of the device at the user facility, the large and small cardioplegia tanks would not fill. There was no pt involvement.

Manufacturer narrative:
The perfusion tech stated this is a back-up unit that rarely gets used at the facility. Investigation in process, but not yet completed.